Event description:
It was reported that the patient passed away and the cause was unknown. Whether the outcome was device or therapy related was not provided by the customer. It was unknown if an autopsy was performed. It was unknown if the pump would be explanted and returned.

Manufacturer narrative:
Section a - patient gender is unknown. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient had an extensive post op course requiring a right ventricular assist device (rvad), multiple pressors, inotropes, acute kidney injury, continuous renal replacement therapy (crrt), extubated, re-intubated for persistent hypoxia and worsening pulm congestion. The patient had elevated lactic acids, gastrointestinal bleeding, and was receiving multiple blood product most likely to coagulopathy. The patient was trached and pegged. The family was very involved in the patient's care with palliative onboard. During critical condition the patient asked to stop and family asked to stop all measures and begin comfort care as this was not the life the patient wanted. The death was not considered device related. The device operated as expected. No product was returned.

Manufacturer narrative:
Section a3a - corrected. Section h6 health effect - clinical code: corrected . Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, renal dysfunction, bleeding and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 of the IFU, (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The rvad was confirmed to be a non-abbott device.